Manufacturer narrative:
Investigation summary: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi.a. Root cause: customer procedural error. Source: phone.

Event description:
Customer reporting discordant flu result. Customer states the result was flu b positive on one instrument but flu a positive when the same cassette was read on two additional instruments. No confirmation testing was performed and symptomatic status of patient is unknown. It was noted to the customer that reading the cassette on additional instruments is outside of product insert specifications.